Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right atrial (ra) lead exhibited high pacing threshold measurements. The lead was capped and was replaced. Additional information received indicating that the cause of high threshold was not determined. No additional adverse patient effects were reported.